Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shortness of breath with exercise. The device was reprogrammed and the patient felt better. The device remains in use. No patient complications have been reported as a result of this event.